Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had complained of relief of symptoms but pain with use of the device.  The environmental/external/patient factors as well as the diagnostics/trouble shooting performed as unknown however the actions/interventions that were taken to resolve the issue were that the patient had a complete explant on (B)(6) 2021. The ins and lead were discarded of by the customer and the issue was resolved at the time of the report. No further complications were reported at this time.